Manufacturer narrative:
The reported event of an abnormal curve of the lead was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
During lead preparation prior to an implant procedure, an abnormal curve was observed on the right atrial (ra) lead. The physician elected not to implant the lead and used another lead to complete the implant procedure. The patient was in stable condition.